Event description:
Upon routine evaluation of defibrillator in clinic, device showed a malfunction warning message. Consulted with manufacturer technical services and they recommended immediate replacement. Pt hospitalized and device was replaced. Pt unharmed.